Event description:
Information received indicates the beds ground loss light is flashing.

Manufacturer narrative:
The technician found the ground prong missing from the power cord plug. The technician replaced the plug to repair the bed.